Event description:
No patient harm reported.

Manufacturer narrative:
The spontaneous breathing trial was terminated due to the apnea interval being met. The event trace also indicates that the ventilator had two turbine zero alarm conditions one minute following the termination of the spontaneous breathing trial (tbn zero).

Manufacturer narrative:
Na

Event description:
It was reported that the ventilator's turbine stopped with an audible/visual alarm while connected to a pt. The pt desaturated and was placed on a backup ventilator. According to the customer, the home care aid was pressing buttons on the ventilator to show the pt how screen scrolling worked and the ventilator began alarming.